Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial # unknown, product type: catheter; product ID: neu _unknown_pump, serial # unknown, product type: pump; product ID: neu_unknown_cath, serial # unknown, product type: catheter; product ID: neu_unknown_pump, serial # unknown, product type: pump; product ID: neu_unknown_cath, serial # unknown, product type: catheter; product ID: neu_unknown_pump, serial # unknown, product type: pump; product ID: neu_unknown_cath, serial # unknown, product type: catheter; product ID: neu_unknown_pump, serial # unknown, product type: pump; product ID: neu_unknown_cath, serial # unknown, product type: catheter; product ID: neu_unknown_pump, serial # unknown, product type: pump; product ID: neu_unknown_cath, serial # unknown, product type: catheter; product ID: neu_unknown_pump, serial # unknown, product type: pump; product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: neu_unknown_cath, serial # unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Citation: frizon l.a., sabharwal n.c., maiti t., golubovsky j., may f., shao j., machado a.g., nagel s.j. 2018. Removal of intrathecal catheters used in drug delivery systems. Neuromodulation 2018; e-pub ahead of print. Doi: 10.1111/ner.12799. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: retrospective review was performed for all patients who underwent surgery to remove a catheter linked to an idds between 2010 and 2016. Patients older than 18 years were included in final analysis. Demographic (including age at removal, sex, bmi, and comorbidities) and etiologic characteristics (indications of idds implant and explant, interval between implant and explant, and concomitant surgery) were analyzed. Simple logistic regression was performed to seek any potential predictor of complications. Reported events: event 1: a (B)(6) male with a pump implanted for pain had their system explanted removed due to wound infection. It was mentioned the patient had nonhealing wounds due to the csf leak. It was noted the time between implant and removal was 50 months. After the removal of the catheter the patient had a cerebrospinal fluid leak and needed multiple spine surgeries for a recurrent epidermoid tumor in the lumbar spine. After lumbar drain placement and reoperation failed, a ventricular drain was placed to facilitate wound healing and resolve leak. The patient was initially treated with external drain, bed rest, and hydration. Event 2: a (B)(6) male with a pump implanted for spasticity had their system explanted due to lack of efficacy. It was noted the time between implant and removal was 45 months. After the removal of the catheter the patient had a persistent postural headache. The patient had conservative management including bed rest and fluid reposition and then it was necessary to perform three blood patches before definitive improvement. Event 3: a (B)(6) male with a pump implanted for pain had their system explanted due to infection. It was noted the time between implant and removal was 234 months. After the removal of the intra-dural and extra-dural catheter the patient had a retained catheter and recurrent infection. The patient had reoperation to remove the catheter. The patient underwent another idds implantation with no complications reported at 25 months of follow-up. Event 4: a (B)(6) female with a pump implanted for pain had their system explanted due to a pump related issue. It was noted the time between implant and removal was 19 months. After the removal of the catheter the patient had a cerebrospinal fluid leak and improved with conservative management and incision re-closure. It was mentioned the patient had nonhealing wounds due to the csf leak. The patient was initially treated with external drain, bed rest, and hydration. Event 5: a (B)(6) male with a pump implanted for spasticity had their system explanted due to an infection. It was noted the time between implant and removal was 18 months. After the removal of the catheter the patient had a cerebrospinal fluid leak and underwent an external lumbar drain to resolve the leak. It was mentioned the patient had nonhealing wounds due to the csf leak. The patient was initially treated with external drain, bed rest, and hydration. Event 6: a (B)(6) female with a pump implanted for pain had their system explanted due to lack of efficacy. It was noted the time between implant and removal was 83 months. It was noted the catheter tip fractured during removal. After the removal of the catheter the patient had a retained catheter tip. No further complications related to the catheter tip within 44 months of follow-up. Event 7: a (B)(6) female with a pump implanted for pain had their system explanted due to infection. It was noted the time between implant and removal was 58 months. After the removal of the catheter the patient had a retained catheter causing spinal cord compression. The patient developed a compressive subdural collection around the broken tip at the t10-t11 level. The patient underwent surgery to remove the catheter tip. Event 8 : a (B)(6) male with a pump implanted for pain had their system explanted due to catheter-related issue. It was noted the time between implant and removal was 101 months. After the removal of the catheter the patient had a catheter tethered inside the spinal canal. The patient's tethered catheter was intentionally cut and left inside the intrathecal space, no further complications in 72 months of follow-up.